Event description:
Boston scientific received information that during implant, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing. A boston scientific technical services (ts) representative reviewed the strip and indicated that presentation of noise looked like it was caused by air bubbles. Ts discussed that the air bubbles could be dissipated but the physician elected to replace the ICD entirely. The local boston scientific field representative reported that all diagnostics were stable. This ICD was explanted and is no longer in service. A new device was implanted. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole in the right ventricular (rv) lead tip seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.